Event description:
On (B)(6) 2014, arjohuntleigh was informed that on handover, it was noted by medical staff that the atmosair mattress appeared to be sunken in the middle, however, the pt was too unstable and was on the end of life carepathway, therefore, it was not suitable to transfer him onto another mattress. Pt developed a break on his buttock/sacrum and has been nursed on alternate sides.